Event description:
It was reported that tip detachment and vessel dissection occurred. Procedure summary: the vascular anatomy was mildly tortuous. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed for use in a transcatheter aortic valve replacement procedure. A small safari2 guidewire was advanced into position. The tavr procedure was completed. At the end of the procedure, during removal of the 14fisleeve introducer sheath with the dilator, a portion of the radiopaque tip of the 14f isleeve introducer sheath detached resulting in a femoral dissection. Surgery was performed to remove the detached portion of the radiopaque tip of the 14f isleeve introducer sheath and to repair the vessel dissection. Patient status: the patient has fully recovered.

Event description:
It was reported that tip detachment and vessel dissection occurred. Procedure summary: the vascular anatomy was mildly tortuous. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed for use in a transcatheter aortic valve replacement procedure. A small safari2 guidewire was advanced into position. The tavr procedure was completed. At the end of the procedure, during removal of the 14fisleeve introducer sheath with the dilator, a portion of the radiopaque tip of the 14f isleeve introducer sheath detached resulting in a femoral dissection. Surgery was performed to remove the detached portion of the radiopaque tip of the 14f isleeve introducer sheath and to repair the vessel dissection. Patient status the patient has fully recovered.

Manufacturer narrative:
H3 device evaluated by MFR: media was provided to aid in the investigation and was reviewed by a bsc quality technician. The media images showed the seams of the 14f isleeve introducer sheath were expanded. A portion of the 14f isleeve introducer sheath tip was missing.